Manufacturer narrative:
Conclusion: a device history review is not required as the event description does not indicate a potential manufacturing issue. It was reported that the valve was dislodged after the nosecone became stuck on it. This issue is generally influenced by patient anatomy and user technique and does not suggest a device malfunction or failure.

Event description:
Medtronic received information that after deployment of the first transcatheter bioprosthetic valve, upon removal of delivery catheter system (dcs), the nose cone became stuck on inflow portion of the valve and dislodged from the aortic annulus position. The valve was then snared up further into the ascending aorta and remained implanted. A second valve was then placed at 4mm depth in aortic position. The patient was stable throughout the procedure and no adverse patient effects were reported.

Manufacturer narrative:
The product was discarded and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
Additional information that provided the patient weight and device UDI were received and have been added to this report. If information is provided in the future, a supplemental report will be issued.